Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his electrode belt. The pt's download revealed can comm timeout and belt comm error flags. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can comm timeout / belt comm error) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn. The cause of the can comm timeout and belt comm error flags is the damaged cable and internal wires. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.